Event description:
A caller reported that intermittent occlusion alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer was skipping the air removal step when filling the cartridge. Tandem technical support educated customer to perform the air removal step when filling the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.